Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump "was delivering insulin without being instructed to do so". There was no reported adverse impact to the customer¿s blood glucose. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Multiple follow up attempts were made to troubleshoot the issue and gather additional information, however, the customer did not respond to follow up attempts.